Manufacturer narrative:
Additional information was received that the patient developed acute psychotic-delusional paranoid decompensation with an increase in energy, an inability to settle on one idea, and an imminent danger to themselves and others (patient wanted to drive their own car to cologne to save his wife from the fog). Stimulation was turned off and this did not reduce any symptoms and therefore it was decided to leave stimulation parameters and medications unchanged. Subject was discharged and event is resolving. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the clinical patient, (B)(4) vercise dbs registry study, was admitted to the psychiatry unit due to severe manic disorganized state. The event was assessed as possibly related to the device and not related to the procedure.

Event description:
A report was received that the clinical patient, (B)(6) study, was admitted to the psychiatry unit due to severe manic disorganized state. The event was assessed as possibly related to the device and not related to the procedure.